Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that patient would lay down to recharge, while they were recharging and as patient stands from laying down up after recharging, patient felt like their head/brain was getting swollen, neck and head felt funny. Patient felt dizzy and like anxiety was coming on. No troubleshooting was done prior to the report. Patient reported that they did not feel these symptoms when laying down or getting up from sleeping etc., only during recharging the ins. No patient falls/trauma that could be related to this event were reported. There was no recent medical test/emi environmental exposure was reported. Patient was redirected to follow up with health care professional (hcp) to assess medically, and it was reviewed that the manufacturer's representative (rep) could be paged to the hcp's office to check the ins. Patient did not have an hcp at the time of the report but declined hcp listings to be sent to them. No further patient complications were reported/ anticipated as a result of this event. Additional information was received from the consumer stating the patient had to stand up to recharge due to the dizziness, feeling of head swelling, and anxiety. It was reported the patient went to the doctor and got anxiety pills. It was also reported when charging it felt like he was getting zapped. The patient stated about a week prior he was recharging his system and when it came on after being fully charged he got "too much stimulation all at one time". The issue was not resolved at the time of the report. The patient stated he had an appointment scheduled for august. No further complications were reported or anticipated. (B)(4).